Manufacturer narrative:
Implant date is approximate; only the year is known.

Event description:
It was reported that this inflatable penile prosthesis (ipp) began to no longer inflate approximately 9 years after implant. The physician was unable to determine the cause of the issue from physical examination and scheduled the patient to undergo a surgical exploration of the device to determine if replacement is needed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.